Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. No unexpected insulin flow blocked alarms were noted during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump had minor scratches on the display window and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a delivery anomaly. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.